Event description:
The customer reported that the system displayed a disc space error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rep reloaded the system's software and the calibration files. The system was tested and found to be working as intended and put back into service.